Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Pump was received with intermittent button response due to flattened all the buttons dome switch. Unit had minor scratched lcd window and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. The customer's blood glucose was unknown mg/dl. Customer stated that the device alarmed after battery change. Customer stated the batteries wer out of pump greater than duration allow by the insulin pump. Customer was advised to monitor the device. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that act button is not responding to advance to the next screen. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.